Event description:
It was reported that the control-iq algorithm increased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 181 mg/dl, and the contact was unable to provide a meter bg reading at the time of the event. As a result of the increase basal delivery, customer's blood glucose (bg) level lowered ranging from 51-53 mg/dl. Bg was addressed via consumption of glucose tablets. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.